Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the cgm readings were inaccurate as compared to the fingerstick blood glucose (bg) values. There was no indication that the product caused or contributed to an adverse event. Several training/misuse issues were identified: not using same commercially distributed bg meter for accuracy comparisons and calibrations, is not doing quality checks on bg meter per manufacturer's recommendations, is not washing and drying hands thoroughly prior to fingerstick testing this complaint is being reported because the issue may result in the user reacting to incorrect cgm data, which may lead to blood glucose excursions.